Event description:
It was reported to boston scientific corporation in 2008, that an ultraflex tracheobronchial stent was used for an esophagogastroduodenoscopy (egd) procedure in a dog one day prior, (dog's age, gender and weight are unknown). According to the complainant, the device was being used on a pomeranian dog in an animal hospital. It was reported that the dog presented with a tortuous primary bronchus. Difficulty was experienced when retracting the deployment suture thread. The device was advanced through the lesion without any issue but an attempt to fully deploy the stent failed. The procedure was completed with another of the same device. No complications to the dog were reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation the initial inspection of the device revealed that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the stent was partially deployed by approximately 27mm. It was possible to retract the remainder of the deployment suture thread and deploy the remainder of the stent, however initial resistance was felt. Examination of the delivery system noted no anomalies. No issues were noted with the deployed stent. The complaint also stated that the primary bronchus of the pomeranian dog was tortuous. This could be a potential contributing factor to the complaint incident. A definitive relationship between the suspect device and the reported event is undetermined. A lot history search revealed no additional complaints against this lot.